Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. It was further reported that the patient noticed that the bed was wet and that they found the patient line at the top near the connector had a split in it. This was observed during initial drain of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to start over with all new supplies and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was damage near the heat seal between the patient line connector and tubing. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the damaged patient line connector tubing. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.